Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was an rv lead fracture and impedance had risen. The lead was reprogrammed and rv capture threshold was turned off.

Manufacturer narrative:
Concomitant medical products: 97715, pain stim ipg, implanted: (B)(6) 2017. 977a260, lead, implanted: (B)(6) 2017. 977a260, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a fall which had made a pacing lead come loose. The pacing lead remains in use. No patient complications have been reported as a result of this event.